Manufacturer narrative:
Product event summary: analysis confirmed the reported connector damage; output connector assembly was broken. Analysis also confirmed the battery drawer, hangar assembly, and control knobs were missing. Analysis also found the red display wire was pinched (wire insulation is exposed), the lower case was broken, and the keypad was scratched. It was noted the hanger assembly screw and o-ring were also missing.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular connectors were damaged. It was also reported the battery tray, the hang strap, and the control knobs were missing. The epg has been returned for repair and calibration. There was no patient involvement.